Event description:
It was reported that the user experienced a low glucose event, treated with oral glucose tablets and an additional cup of orange juice after the ilet showed low, while a contemporaneous fingerstick measured 90 mg/dl and cgm inaccuracy was noted, with glucose later in range at 142 mg/dl. Symptoms included hypoglycemia without reported associated clinical effects or injury. Outcomes included self-treatment at home with oral carbohydrates and no escalation of care. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction, and the available information suggested a discrepancy between cgm readings and capillary glucose without a replicable device fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.